Manufacturer narrative:
The technician found the side rail latch spring is out of place. The technician reinstalled the side rail latch spring to resolve the issue.

Event description:
The technician alleged the side rail would not latch. No pt impact.